Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report their device had powered off by itself unexpectedly. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer's device and was unable to duplicate or verify the reported issue. During inspection, it was observed that the device would not complete its boot up cycle. After replacing the system pcb and other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report their device had powered off by itself unexpectedly. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report their device had powered off by itself unexpectedly. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control failure analysis center further evaluated the removed part and found that the single board computer card on the system pcb assembly was not fully seated in its connection which resulted in the device to not complete its boot up cycle.